Event description:
It was reported that guidewire stuck occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. An opticross 18 vascular imaging catheter was selected for use. During the procedure, the device got stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications reported.